Event description:
Patient was using a philips respironics trilogy 100 vent continuously. Patient had a sudden cardiac on-set event that resulted in hospitalization several days before patients death. Family learned of recall and is questioning a correlation between patient previous symptoms and symptoms listed in relation to the recall. Specifically from off-gassing and not particulates. FDA safety report ID # (B)(4).